Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# 0212631123 serial# implanted: (B)(6) 2017 partially explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was later received from the representative who reported they explanted the initial implanted spinal piece of the 8780 catheter and replaced it with the spinal segment and anchor of the 8781. During surgery there was good cerebrospinal fluid (csf) backflow. The explanted catheter portion was discarded by the customer. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8780, lot # 0212631123, implanted: (B)(6) 2017, product type catheter. (B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for non-malignant failed back surgery syndrome. The hcp performed pump side port access with a the wrong needle (coring) by mistake. The hcp planned to perform a catheter revision and would like to know what to do with the pump. The manufacturer representative spoke with the hcp on the morning of (B)(6) 2017. Further clarification indicated the hcp used the refill needle instead of the side access port needle. The hcp was able to aspirate fluid with blood. The hcp thought they were not in the side access port and aspirated fluid from the pump pocket. Therefore, it was thought the side port septum should not leak. A revision of the spinal catheter segment was planned for (B)(6) 2017 because it was not possible to repeat the pain reduction in the external trial phase. The patient also experienced more pain. After a detailed study of several x-rays with contrast agent during the initial catheter implant, there was high suspicion the catheter was epidural instead of intrathecal. There was further clinical evidence the catheter was not intrathecal because of the high dosage with nearly no effect. The manufacturer representative was going to send an update following the revision surgery. No further complication was reported/anticipated.